Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby1611 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby1611) have been reported from the same facility in (B)(6).

Event description:
It was reported that when they were inserting a PICC line there was trouble with the microintroducer. It was hard to take it apart as they use to do and the catheter was stuck in the introducer. It happened two times from the same batch. No patient injury. On (B)(6) 2018 - event attributable to difficulty peeling introducer. This report addresses the first occurrence.